Event description:
It was reported that this left ventricular (lv) lead was scheduled for an elective lead revision due to high out of range pacing impedances greater than 2500 ohms and high thresholds with no capture. On the procedure date, the patient was brought into the lab and the device was interrogated prior to the procedure. The other lead measurements were good, and a lv vector breakdown was performed. The decision was made not to revise the lead today, but rather to program the lv lead tip to rv with a threshold of 1.5 at 0.5ms and impedance 576 ohms. The new plan was to continue to watch the lead, and replace the lead at the time of generator change. He has 6 years remaining on the battery. The lead remains in-service. No adverse patient effects were reported.